Event description:
Reported as a port leak. Additional findings per the doctor as, " we couldn't identify a leak in surgery but this port was repeatedly not holding saline clinically."

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 11/13/2008. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis of the device noted damage from a sharp instrument to the band tubing. Pulled material from the port septum was also observed during the analysis. There was no indication of wear related damage to the portion of the lap-band system returned. Performance tests indicate no leakage at the access port or access port tubing. The lab was unable to duplicate or confirm the reported event. There is no other information available at this time from the surgeon to determine the cause of the alleged event. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing. In addition, the labeling also addresses the following possible outcome of access port leakage: "caution: use of an inappropriate needle may cause access port leakage and require reoperation to replace the port. Do not use standard hypodermic needles as these may cause leaks. Use only bioenterics lap-band system access port needles."